Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the guidewire lumen was no longer attached to the tip of the spline array. Due to the guidewire lumen detachment, the catheter could not be deployed for functional testing. E1: initial reporter phone- (B)(6).

Event description:
It was reported that guidewire lumen detachment occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. During the procedure, the catheter became undeployed. The catheter was removed from the patient, and it was noted that the guidewire lumen, which is responsible for deployment of the catheter array, became separated from the catheter tip. The catheter was replaced, and the procedure was completed with a new farawave catheter. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone- (B)(6).

Event description:
It was reported that guidewire lumen detachment occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. During the procedure, the catheter became undeployed. The catheter was removed from the patient, and it was noted that the guidewire lumen, which is responsible for deployment of the catheter array, became separated from the catheter tip. The catheter was replaced, and the procedure was completed with a new farawave catheter. No patient complications were reported. The device is expected to be returned for laboratory analysis.